Event description:
The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles in the blower kit, damaged buttons on upper enclosure, scratched ui panel and bottom enclosure damaged. There was no report of medical intervention, death or serious injury reported. All defective parts were replaced.